Manufacturer narrative:
The transmitter was received due to burnt plug and physical damage. The complaint of damaged and burnt unit was verified. Visual inspection revealed burn damage to the power adapter plug. Due to damage, the unit could not be plugged in for power verification. No other anomalies were identified.

Event description:
It was reported that the patient's transmitter caught on fire. The transmitter was broken and suffered thermal damage. A replacement product was sent. There were no patient consequences